Event description:
Per the clinic, the patient developed an infection in (B)(6) 2024 (specific date not reported), subsequent to a friction of external sound processor and the skin ulceration with granulation tissue present at the upper part of the scar implant site. The patient was treated with oral and IV antibiotics in (B)(6) 2024 (specific date and duration not reported); however, the issue did not fully resolved. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.